Manufacturer narrative:
A lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eleven years post filter deployment, computed tomography revealed the filter struts extend beyond the margins of the lumen and extend behind the retroperitoneal space of the abdominal aorta. Second series extends into the right psoas muscle. A third strut extends adjacent to the right ureter but evidence of a distended or inflammatory process of the right ureter on the psoas was not seen. The patient reportedly experienced abdominal pain. Approximately one year later, the patient presented for filter removal. The filter was removed successfully. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately eleven years post filter deployment, the patient allegedly had a computed tomography scan showed that the filter perforated the inferior vena cava. The device was removed percutaneously. The current status of the patient is unknown.